Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump received button error. The customer¿s blood glucose level was unknown. The customer reported that the pump kept alarming stuck button. The customer was advised to monitor pump and call if problem persists. The insulin pump will not be returned for analysis.